Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence was observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. H3 other text : see h.10.

Event description:
It was reported that syringe solomed 5ml ll w/shld sla plunger was loose. This was discovered before use. The following information was provided by the initial reporter: plunger loose in 2 syringes that would be used. Information received by email on 9/24/2019: the plunger was already loose inside the package, so the incident was noticed before the use of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 5ml ll w/shld sla plunger was loose. This was discovered before use. The following information was provided by the initial reporter: plunger loose in 2 syringes that would be used. Information received by email on 9/24/2019: the plunger was already loose inside the package, so the incident was noticed before the use of the product.